Event description:
The pt experienced a loss of therapeutic effect; the stimulation was intermittent, the pt felt a surging sensation; and the stimulation fluctuated when palpating the lead/extension connection location. There was no known accident or incident related to the event. The pt symptoms were at the paresthesia area. The pt was at home and his status was reported to be good. The pt was encouraged to contact his healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The hcp attributed the event to the lead. The pt experienced shocking and new pain with stimulation turned on. The pain was worse with extension of the back. An x-ray and computerized tomography scan had been completed. The films were to be reviewed by the hcp. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.